Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken. Omsc surmised that the reported phenomenon occurred due to the following cause. - the video communication could not be transmitted to the video system center since the cable of the subject device was broken due to user handling.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that a color bar appeared on the monitor and a camera head communication error e222 occurred. When the service engineer reconnected the subject device to the video system center, the image was normal. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s400.